Event description:
Act/surgical teams chose impella 5.5 as preferred mode of mechanical support. Cardiac planned impella 5.5 pump insertion. As this requires live fluoroscopy and insertion of the pump over a wire, had cut down on right axillary artery and anastomosed in end-to-side fashion with beveled 10 mm goretex graft. Using fluoro-guidance (c-arm), the aortic valve was crossed retrograde with a 5 fr pigtail catheter and 0.035" straight wire. The pigtail was placed in the apex and then the wire was exchanged for the impella kit wire. An attempt to insert the impella but the motor portion kept getting stuck at the junction of the graft and the artery. A 12 fr flexor sheath to use as a pusher but this was not successful. Removed the impella and advanced a 22fr dry-seal sheath into the proximal innominate artery. The impella was noted to have some kinking of the drive line so a second device was sourced and primed. Advanced the impella but again were catching up before entering the left ventricle.